Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the bent faced a bent cannula issue due to which the blood glucose level raised. The patient received high alerts and self-treated with an injection and bolus. Further, the patient arrived in the emergency room with a blood glucose level of 650 mg/dl, stayed there for 7 hours and received intravenous drip and shots of insulin. The infusion was used for a day. However, the patient left the emergency room at a blood glucose level of 258 mg/dl and felt a little better. Subsequently, on (B)(6) 2019, the patient was admitted to the hospital. The patient was released from the hospital on (B)(6) 2019, there was no permanent damage and the issue was resolved. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.